Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in a severely tortuous proximal to mid left anterior descending artery. The 2.00x15mm apex monorail balloon was unable to be inflated. It was reported that "the balloon was already ruptured when it was attempted to inflate the balloon." Another apex balloon was used to continue the procedure. The pt status is listed as good with no complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).